Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base, exposing the grip electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley - exposed electrode to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a maryland bipolar forceps instrument was noted to have an over-melted insulator in the proximal portion of the instrument's branch. The procedure was completed with a backup instrument with no patient injury nor delay. Intuitive surgical (is) contacted the site's employee and obtained the following additional information: the customer stated that the instrument was inspected before the procedure. There was no damage to the instrument. The thermal damage was noted after the procedure. The instrument did not collide with another instrument. No photographic image or video is available.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that a maryland bipolar forceps instrument had an over-melted insulator in the proximal portion of the instrument's branch. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.